Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates are not required.h10: no product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot or serial number was provided therefore, a device history record DHR review could not be performed., corrected data: e4: correction: initial reporter sent to FDA: unknown

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, alarm was noted. Subsequently, the cassette was changed. No adverse effects were reported.